Event description:
It was reported that this right atrial (ra) lead was exhibiting noise due to suspected insulation damage. Technical services (ts) recommended clinic consult to test the leads. No adverse patient effects were reported.